Event description:
It was reported that a malfunction occurred on the pump, displaying a resettable malf 1 code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, but the malfunction code recurred after the reset. Consequently, the pump will be replaced, and the caller planned to follow up with renewals since they are out of warranty.